Event description:
It was reported that during a resuscitation attempt after five minutes of use the compression depth became unstable. The unit was removed and manual CPR was continued. The pt was not revived. The nurse stated that the equipment failure did not contribute to the death.

Manufacturer narrative:
After an evaluation of this unit, the complaint could not be confirmed. Testing was done in an attempt to duplicate the problem but the unit was performing to it's specifications. Additional long term testing will be done to assure that compression depths remain stable and within specification.